Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the physician had difficulties to put the vizigo sheath in the left atrium. The patient was on the table for a procedure. The physician performed the transseptal puncture. The patient had an aneurismal septum. The physician had difficulties to put the vizigo sheath in the left atrium. After a few manipulations, he decided to exchange the vizigo sheath for a sl1 sheath. When he removed the vizigo sheath, the tip was defective. They replaced for a new vizigo sheath and continued the case. The procedure was delayed 5 minutes. The procedure was successfully completed. No patient consequence. Additional information was received. The tip was deformed. The baylis c1 71 cm needle was used.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The physician performed the transseptal puncture. The patient had an aneurismal septum. The physician had difficulties to put the vizigo sheath in the left atrium. After a few manipulations, he decided to exchange the vizigo sheath for a sl1 sheath. When he removed the vizigo sheath, the tip was defective. The tip was deformed. The device evaluation was completed on 04-aug-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator exited one of the irrigation holes and the tip was bumped, no other damage or anomalies were observed on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device batch number, and no internal actions were identified. The bumped tip and irrigation hole damaged could be related to the intracardiac resistance issue reported by the customer, the complaint was confirmed. The potential cause of the dilator exit from the irrigation hole could be related to the manipulation of the device after the procedure; however, this could not be conclusively determined. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported, ¿the physician had difficulties to put the vizigo sheath in the left atrium / tip was deformed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator exited one of the irrigation holes¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported, ¿the physician had difficulties to put the vizigo sheath in the left atrium / tip was deformed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿sheath tip soft¿. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).